Event description:
Info rec'd 2/2002 from an international facility clarified info concerning a complaint previously rec'd stating that a high reading was obtained on a customer's precision qid meter (80 mg/dl) when compared to a valid laboratory result (51 mg/dl). There was no report of death or serious injury. Medical intervention was not required. The comparison result were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "d" zone, which is considered to be clinically significant.